Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.

Event description:
Add'l info provided by a nurse at the user facility indicates there was no pt impact/injury associated with this report.